Manufacturer narrative:
(B)(4). Results - arterial and venous occlusion; results/conclusions: unk cause of partial renal occlusion.

Event description:
A talent abdominal stent graft system was inserted into a patient for the endovascular treatment of a 5.5 abdominal aortic aneurysm approximately 5 months ago. Vessel morphology at the time of implant was reported as the aortic neck measured 23 mm in diameter at the level of the renal arteries and just before the aneurysm sac it was 25 mm in diameter with mild angulation. The rest of the anatomy was unremarkable. It was reported that the patient returned for a routine follow-up and the left renal artery appeared compromised by the stent graft and the left kidney had diminished in size by about 15 percent. It was reported the implant films were reviewed revealing that the top of the bifurcated stent graft with the ro marker straddling the ostium of the left renal artery and both renal arteries were widely patent. A recent CT scan demonstrated that the left renal is occluded. There does not appear to be movement of the stent graft. The patient is asymptomatic. There has been no intervention, however, the physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.